Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the doctor mentioned he uses the triple staple technique for his eea cases. The doctor expressed frustration that the ancillary trocar on the circular stapler was difficult to remove from the anvil. The doctor continued to use the device but would like to see an easier way to remove the ancillary trocar. There were no patient consequences reported.